Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold measurements. The physician suspected the terminal pin of the lead may have not been inserted fully into the header of the device. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.